Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas generated repeated ¿ilet alert 38 ¿ insulin, consecutive stalled motor,¿ after which a replacement device was shipped and the patient used subcutaneous insulin injections as backup; the patient reported blood glucose elevation to 400 mg/dl or higher for approximately 15 hours. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced extensive screen damage which resulted in hardware-related motor stall affecting insulin delivery.